Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that the monitor on the camera cart of the system was rebooting on its own. The screen went completely black and then after about thirty seconds, the site recalled seeing the pc over ip (pcoip) message pop up when the image came back. The monitor did not power cycle (large medtronic logo did not show up) and the system picked up where it left off after running the configuration process to the main cart. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional investigation noted the likely cause of the issue was due to the pcoip client but not confirmed as part was not returned. If information is provided in the future, a supplemental report will be issued.